Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl. Cause of high bg was not known. Reportedly, customer administered a bolus via the pump to address the issue and went to the emergency room where they were administered insulin. Customer was discharged the same day with the issue resolved and no permanent damage.